Event description:
Information was received indicating that this ambulatory infusion pump exhibited intermittent power issues. It was not specified whether or not this was observed during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. Device evaluation summary one cadd prizm pump was returned for analysis in used condition. Visual inspection of the pump found it in good physical condition. During investigation the pump was once ran for 2 hours and once for 3 hours. The pump gave intermittent downstream occlusion sensor alarm. Based on the evidence, the complaint was confirmed. The root cause could not be identified.